Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 620bg27, heart band, implanted: (B)(6) 2009; 407645, lead, implanted: (B)(6) 2010; 419678, lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.